Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Disclosed to the public under the freedom of information act.

Event description:
The customer's family member reported via phone call that the customer experienced hypoglycemia. The customer's current blood glucose value was 44 mg/dl. Customer reported had sensor issues. The customer declined troubleshoot for low blood glucose. The devices will not be returned for analysis.